Event description:
A remstar auto device was returned to the service center for evaluation. There was no initial alleged complaint found. During the evaluation conducted at the third-party service center, the device was visually inspected, and no evidence of foam particles was observed. Additionally, the service technician identified a burnt connector, and the device was forwarded to riql for further investigation.